Event description:
The patient experienced a burning sensation at the stimulator location. The burning went away when the stimulator was turned off. There was no known accident or incident related to the event. Impedances were checked, some pairs were >4000 ohms, and they reprogrammed around those. The patient was at the clinic. The patient's status was reported to be good. Additional information has been requested, a follow-up report will be sent if additional information becomes available.